Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, the device did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed the clip assembly attached, with the first activation performed and with the handle spring detached from the device. In addition, the control wire was detached from the spool and after disassembling the handle, damages were found on the spool. No other problems were noted. The reported complaint of clip failure to release from catheter was confirmed since the device was returned with the control wire being disconnected from the spool and had marks on it. This is possibly due to a damage on the surface of the spool and this condition could have led to the control wire detachment which consequently, restricting the ability of the device to perform the deployment. However, there was evidence that suggests that the misposition of the component could have been very difficult since if the component was not in the proper position the device could not have been assembled properly, therefore a line control would have detected the analyzed condition. Also, after september 2nd, 2022, an ipm was implemented consisting of a spool to control wire pull test, where two units are taken per machine once a day. This test helps to reduce the risk of a defective part leaving the production line. This current process controls can detect the effect since new ipm had implemented. The process for defect control was considered robust and thorough, which guarantees the good performance of the device and leads to conclude the problem as an isolated event. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, the device did not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.